Event description:
This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2011 due to lead caused a short circuit error code in the device. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).